Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of below 40 mg/dl and lost consciousness. Cause was not known. The customer's wife helped them get fruit and soda to address bg. The customer was taken to the hospital by ambulance but was not admitted. Additionally, it was reported that the customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. The customer addressed their elevated bg by changing pump supplies and a manual dose injection. Recommendation was made to consult with a healthcare provider regarding diabetes management.